Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a crack on the white cable of the system controller and green fluid was visible. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage and fluid ingress on the power cable on the system controller (serial number unknown) was unable to be confirmed. No log files or other documentation were submitted for review. The system controller was not returned for evaluation. Attempts were made to obtain additional event information, but no response was received. The root cause of the damage was not able to be conclusively determined via this investigation. The device history records were unable to be reviewed due to the serial number being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.